Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. Customer blood glucose level was 309 mg/dl. Customer went through priming and the alarmed reoccurred. Customer said reservoir and insulin are being changed every 2-3 days. The customer has not tried different cannula lengths. The insulin is normal. Customer have tried all remedies but still getting no delivery alarm. Customer was advised the pump will need to be replaced and to retrieve and save pump settings. Customer was also advised to revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked belt clip slot and minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. .